Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. She was referred to her gynecologist due to metrorrhagia. The patient has always experienced menstruation with abundant bleeding but since essure implantation in 2011, it got worse. She also reported abdominal swelling, abdominal pain as colic and sensation of tiredness on her legs since insertion. She had an episode of metrorrhagia in (B)(6) 2015 and she needed blood transfusion. She wanted essure to be removed. Company causality comment: this medically confirmed spontaneous case received via regulatory authority refers to a female patient that had essure (fallopian tube occlusion insert) inserted and had worsening of metrorrhagia. Around 4 years later, she had an episode of metrorrhagia that required blood transfusion. Essure wanted to remove essure inserts. This episode of metrorrhagia is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause bleedings and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since an intervention was required to prevent serious deterioration of health. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality safety evaluation received on 11-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed spontaneous case received via regulatory authority refers to a female patient that had essure (fallopian tube occlusion insert) inserted and had worsening of metrorrhagia. Around 4 years later, she had an episode of metrorrhagia that required blood transfusion. Essure wanted to remove essure inserts. This episode of metrorrhagia is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause bleedings and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since an intervention was required to prevent serious deterioration of health. A product technical analysis was performed and the outcome of the assessment resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 06-jul-2016: the physician could not identify the patient. Case considered closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jul-2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 19 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case received via regulatory authority refers to a female patient that had essure (fallopian tube occlusion insert) inserted and had worsening of metrorrhagia. Around 4 years later, she had an episode of metrorrhagia that required blood transfusion. Essure wanted to remove essure inserts. This episode of metrorrhagia is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause bleedings and that there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since an intervention was required to prevent serious deterioration of health. A product technical analysis was performed and the outcome of the assessment resulted in an unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs